Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The device is in process of being returned to zimmer biomet; an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the small tip of a glenoid sizer handle broke during sterilization after the case, and nothing fell into the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6. The reported event has been confirmed through product return evaluation. Visual examination of the returned product identified that the sizer handle shows signs of use and wear and tear. The blue portion of the sizer handle has damage and gouging. The tines at the distal end of the driver are bent and gouged. The plunger of the sizer handle has fractured, and a portion of it has been returned outside the handle. Checked the product identifiers, and both are conforming. Fracture analysis has previously been conducted at this fracture location, in which overload was identified as the mode of failure. A review of the device history record identified no manufacturing-related deviations or anomalies related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.